Manufacturer narrative:
Unit received with blank display due to broken solder joint. Unable to verify unexpected battery power loss and perform displacement test, idle current test, run current test, self test and off no power test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has no power after dropping the pump on the floor. The customer¿s blood glucose level was 11 mmol/l at the time of incident. The insulin pump will be returned for analysis.